Manufacturer narrative:
Resmed technical support went through the troubleshooting steps and informed the customer for a single circuit with leak, a disconnection and reconnection could trigger the system faults. The customer was informed not to swap masks while the device is ventilating. The system fault messages were single occurrences due to a user error. The device is not returning to resmed for evaluation. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while the device was being setup for a different mask, the astral device displayed system faults (sf 101 and sf 218) indicating the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.